Event description:
A malfunction alarm was reported with fault ID 0-0x2180, and it was determined that the malfunction code was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that they would receive a replacement pump with updated software. They were also advised on using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity. The customer was provided with instructions to put the pump in storage mode before returning it and was asked to return the problematic pump within 10 days using a pre-paid ups label. Technical support confirmed the shipping address and sent the replacement pump.